Event description:
The report stated that during a laparoscopic sigmoid colectomy, the surgeon sealed the ima 3 times with ls1500. Every seal appeared fine. The patient was closed and sent to recovery. When the patient arrived in recovery, he was in shock. They scoped the abdomen at the bedside and saw blood in the abdomen. The patient was immediately taken back to the or, opened and all 3 seals on ima had broken. After the procedure, the patient was put into intensive care and is now recovering.

Manufacturer narrative:
The generator and handpiece have been returned for evaluation. When the investigation is completed, a follow-up report will be sent.